Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a percutaneous transluminal angioplasty (pta) and stenting procedure of the right superficial femoral artery (sfa), a 149 cm destination slender sheath was inserted through the right radial artery and advanced into the proximal right sfa. After wiring, ballooning, and stenting of the right sfa, the physician prepared to remove the sheath and inserted a 0.035-inch guidewire into it. The physician was advised to insert the dilator into the sheath prior to removal to help prevent elongation if resistance was encountered. The physician acknowledged that this step is included in the instructions for use (IFU), but stated that, based on prior experience, inserting the dilator tends to cause more complications than removing the sheath over the guidewire alone. While pulling back the sheath, resistance was encountered and the physician continued pulling, which caused the sheath to elongate. The physician then inserted the dilator and resumed pulling, but the sheath continued to elongate. Vascular surgery was consulted. The sheath was cut just proximal to the insertion site to allow for sterile dressing application. The patient was transferred to another facility for emergency surgical removal of the retained sheath. The estimated blood loss was less than 250 cc. The event resulted in patient injury and required medical and surgical intervention. Additional information was received on 03 jun 2025: it was reported that the patient was doing well following surgery. It is believed that a glidewire advantage guidewire was present in the sheath during the removal attempt.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One r2p sheath and dilator were returned for assessment. The sample was subject to visual analysis. The sheath is broken 3.1cm from the sheath hub. The sheath is uncoiling 37.1cm from the sheath hub. The complaint can be confirmed for a sheath breakage. The exact root cause cannot be determined. The likely cause is increased resistance during withdrawal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. No previous corrective and preventative action (CAPA) or non-conformances (nc) were noted for this issue in the past year.